Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross imaging catheter was used to visualized 90% stenosed target lesion located in the moderately tortuous left anterior descending artery. It was noted that during percutaneous coronary intervention, lost image occurred during the first pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the telescope assembly was not able to properly pull back, advance, and retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. Impedance test found an electrical open circuit at the proximal end of the device. No wind up was observed on the imaging core during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).